Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed several alarms due to an unknown cause. The blood glucose reading was 326 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed. The insulin pump passed the self test and had experienced an unexpected restart. The customer was advised to monitor the device. Nothing further reported.